Event description:
Customer reported an infusion of rituximab was intended to run over one hour, instead the infusion lasted for approximately 3 hours. There was no pt harm or medical intervention. No further pt/event info was provided.

Manufacturer narrative:
MFR report date: 11/15/2014. Internal file no: (B)(4). The customer has requested an event log review. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.